Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. The patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.